Manufacturer narrative:
A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The sealant sleeve assembly was kinked/bent with the side slits slightly open. The sealant was observed exposed to blood, covering the balloon neck, and the profile of sealant was observed expanded which caused the sealant sleeve assembly side slits open. The syringe and procedure sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). The sealant was removed. Simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Visual inspection at high magnification (eq4440-01) showed that the sealant sleeve assembly was kinked/bent with the side slits slightly open, and that the sealant was exposed to blood, covering the balloon neck, and the profile of sealant was observed expanded in size which caused the sealant sleeve assembly side slits to slightly open as received. There was no frayed, split or torn observed in the sealant sleeve assembly, nor was in the atraumatic tip of the returned device. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as frayed/split/torn-in patient was not confirmed. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent with the side slits slightly open, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled prematurely, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. Yet, the exact cause of this incident could not be determined from the information provided. Visual inspection showed that the sealant was exposed along the catheter as received. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as deployment difficulty-premature/in patient was confirmed. However, the exact cause of this incident could not be determined from the information provided. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the physician attempted to put a 6/7f mynx control vascular closure device (vcd) into the unknown sheath, however, the sleeve split, and the sealant was exposed. The physician was not able to place the device into the sheath and therefore, opened another unknown device and it was deployed with no issues. Hemostasis was achieved. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The patient was not morbidly obese as the patient¿s bmi was not > 40 kg/m2. The user was trained with mynx control device. The procedure used a retrograde approach. The sheath was not kinked/bent upon removal. No excess force was applied during insertion. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed and the stopcock was open. The sealant sleeve assembly was kinked/bent with the side slits slightly open. The sealant was observed exposed to blood, covering the balloon neck, and the sealant profile was expanded, causing the sealant sleeve assembly side slits to open. The syringe and procedural sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, the sealant was removed. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeve assembly was kinked/bent with the side slits slightly open, the sealant was exposed to blood, covering the balloon neck, and the profile of sealant was expanded in size. There was no frayed, split or torn observed in the sealant sleeve assembly, nor in the atraumatic tip of the returned device. A product history record (phr) review of lot f2116001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿frayed/split/ torn¿ was not confirmed during analysis of the returned device. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent with the side slits slightly open, which may have contributed to what the customer was observing. The exact cause of the reported event could not conclusively be determined. The reported ¿deployment difficulty-premature in patient¿ was confirmed during analysis of the returned device. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from premature exposure. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled prematurely, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician attempted to put a 6/7f mynx control vascular closure device (vcd) into the unknown sheath, however, the sleeve split, and the sealant was exposed. The physician was not able to place the device into the sheath and therefore, opened another unknown device and it was deployed with no issues. Hemostasis was achieved. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The patient was not morbidly obese as the patient¿s bmi was not > 40 kg/m2. The user was trained with mynx control device. The procedure used a retrograde approach. The sheath was not kinked/bent upon removal. No excess force was applied during insertion. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.